Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and posterior pelvic floor repair mesh was used. One and a half hours after the procedure, the patient started bleeding. The surgeon removed the mesh and completed the surgery by doing a hand sewn tissue repair. The patient was taken to intensive care after the surgery due to the amount of blood loss. The patient is now stable.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.